Event description:
Gastric contents leaked out around the tube causing irritation and bleeding. Otc and rx antibiotics were applied. Reported stated the internal balloon is only being filled with 10cc water. The skin disk is being placed directly against the skin with no in and out play. A dressing is placed around the stoma site. Balloon volume is never checked. Reporter stated this condition has been present for the last 8 months.